Manufacturer narrative:
Upon review of additional information received from the customer- there was no vascular injury at all. This MDR and complaint will be voided.

Event description:
As reported by the edwards lifesciences affiliate in switzerland, post procedure there was vascular access site bleeding. Edwards received notification of a 44mm evoque procedure in tricuspid position where there was mild swelling and hardening in the area of the femoral right puncture site after index procedure, requiring the insertion of a femostop. On post-operative day 3, the hb dropped from 97g/l to 77g7l and the patient received 1 rbc transfusion.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.